Event description:
General report received of an undocumented number of undocumented incidences of IV access loss due to the syringe sticking while flushing. When using the syringe to flush an IV access, the clinician reported using more than the usual amount of pressure to administer the flush solution. This caused a sudden burst of saline to the IV site instead of allowing a gentle flush. This led to the loss of an unspecified number of IV sites and irritation and discomfort to patients. The reporter states that all IV's were able to be restarted without problem. Additional information was requested regarding age, gender, diagnosis, and patient identifier, but no further information was available.